Event description:
The hospital reported that during unpacking the device for an endoscopic vein harvesting procedure, it was noticed that the silicone cover peels back from the tip of the tissue welder's jaw. The silicone jaw boot did not break off nor detach from the device. A replacement device was used to complete the procedure. There was no patient complication reported by the hospital.

Manufacturer narrative:
Investigation results: visual inspection observed that the cold jaw boot insulation was cracked and loose from its proximal attachment. The cracked jaw boot forms a complete assembly with no piece missing. The reported complaint is confirmed. A lot history record review was completed for the product, there was nonconformance associated with the lot number.